Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and had become stretched, likely during the attempted implant. Additionally, dried blood/tissue was present around the helix. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during attempted implant, this lead exhibited helix extension and retraction issues. Measurements via the pacing system analyzer were showing pace impedance values greater than 3000 ohms, thus a lead fracture was suspected and the product removed and replaced. The lead is expected to be returned for analysis. No resulting adverse patient effects were reported.